Event description:
It was reported the patient experienced a spasm sensation in their abdomen a week after a replacement procedure. Overstimulation was noted. The location of the spasm was indicated to be at the lead location. The device was interrogated and impedances were within range. The settings were decreased at the time. The patient later had the same symptoms and followed up with the clinic. At this point, the patient returned to the operating room to check the connectivity of the leads and the battery. The leads were disconnected, cleaned and reinserted. Impedances were again measured to be within range. The patient was again seen on (B)(6) 2013. The spasms had decreased, but they would still ¿come and go.¿ impedances were still within range. The system was replaced on (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Follow up information that the patient was doing well and did not have any spasms. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally ¿okay.¿ the ins functioned properly during the long term monitor test. Analysis of the lead ((B)(4)) found no significant anomaly. The tubing connected to the trumpet anchor was cut through. The lead was electrically ¿ok.¿ part of the anchoring disk was cut off. The cut polypropylene suture segment and staple was encased in body tissue. Analysis of the lead ((B)(4)) found no significant anomaly. The trumpet anchor was not returned. The fixation loop was missing. The anchoring disk was torn at the suture holes.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that there was a revision in (B)(6) 2013 for a current leak. It was noted that it was decided to completely replace the generator and lead on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was later indicated that the date of onset was (B)(6) 2013. The patient gastric stimulator was not functioning, she underwent surgery to replace it. New pacer was placed and the turned to previous device settings. It was noted that patient recovered without sequela .it was indicated that there were no complications and the patient tolerated the procedure well. It was later indicated that the date of onset was (B)(6) 2013. The patient had a recent battery change but was experiencing abdominal spasms ever since. The decision was made to surgically evaluate the pacer by removing it from the pocket, taking out the leads and cleaning them and returning it. This was done and the device was tested and found to be functioning well. It was noted that patient recovered without sequela .it was indicated that there were no complications and the patient tolerated the procedure well. Additional information received indicated that the patient was hospitalized. It was noted that malfunctioning of gastric stimulator occurred. It was noted that the onset of the event was (B)(6) 2013. It was indicated that despite recent lead cleaning, the patient continued to experience cramping and discomfort. It was decided to replace the entire unit. It was indicated that the replacement was performed and the device was turned on. It was noted that patient recovered without sequela .it was indicated that there were no complications and the patient tolerated the procedure well.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.